Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Concomitant/therapy device UDI: (B)(4) gtin not found.

Event description:
It was reported that the patient would like to get their device explanted but does not want to go back to their initial physician. Previously, the patient had a medtronic implant and they went to their initial physician to establish care with a urologist. The initial urologist did not check but told the patient that their device was not working. They suggested replacing the medtronic device with the axonics. They stated that the medtronic lead remained implanted. The patient felt the axonics device was electrocuting them and turned off the device. When turned back on, the patient had the same feeling. The device remains off and the patient is pursuing an explant and device investigation. The territory manager (tm) sent in an update stating the patient is all over the map and has quit seeing their original implanting physician. They have now seen two other physicians who do not use the axonics system. At this moment, the tm has no additional information other than the patient "may" have the device explanted the next day. If so and if the tm hears anything, they will follow up. The product was received and the field team confirmed the patient had an explant.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 concomitant/therapy device UDI: (B)(4). The device was returned for analysis. Visual inspection of the ipg revealed no abnormalities. There was no error codes detected in the logs or reported by ipglink. The ipg passed the impedance check with a test tined lead. The stimulation waveform was as expected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. No problem detected was chosen as conclusion code.

Event description:
It was reported that the patient would like to get their device explanted but does not want to go back to their initial physician. Previously, the patient had a medtronic implant and they went to their initial physician to establish care with a urologist. The initial urologist did not check but told the patient that their device was not working. They suggested replacing the medtronic device with the axonics. They stated that the medtronic lead remained implanted. The patient felt the axonics device was electrocuting them and turned off the device. When turned back on, the patient had the same feeling. The device remains off and the patient is pursuing an explant and device investigation. The territory manager (tm) sent in an update stating the patient is all over the map and has quit seeing their original implanting physician. They have now seen two other physicians who do not use the axonics system. At this moment, the tm has no additional information other than the patient "may" have the device explanted the next day. If so and if the tm hears anything, they will follow up. The product was received and the field team confirmed the patient had an explant.